Manufacturer narrative:
Manufacturing evaluation: the head threads are damaged; anodize color is stripped and threads are deformed. There are also areas along the shaft threads where the anodize color is stripped. The overall length, material, presence of flutes, thread profile, major diameter, minor diameter, stardrive taper depth and stardrive straight depth were checked and no issues were found. The head profile and head thread profile not be checked due to head damage. There is no data to support the complainant¿s description of the complaint condition; therefore, this complaint is unconfirmed. Additionally, the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that for distal radius fracture a variable angle locking compression plate was used. To the distal part of the plate in question, a dedicated guiding block was mounted and screws were inserted from the ulna side after drilling with a dedicated sleeve. In the last hole, the screw head penetrated the plate. After extracting that screw with an incision in the distal part, the surgeon confirmed the guiding block was tightly attached since the surgeon suspected that the screw had been inserted outside the plate because of loose attachment of the guiding block. Then the surgeon retried to insert the screw; however, it penetrated the plate again. Eventually the surgeon gave up with this hole and fixed with the proximal hole (the second row) using another screw. A twenty minute surgical delay was reported. Damage to the patient¿s cancellous bone was reported. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. The complainant part was not implanted/explanted. Product was received by manufacturer on (B)(4) 2015 the investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 9097468 - manufacturing location: (B)(4) - manufacturing date: 8/13/2014, expiry date: 8/1/2024. This complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part 04.210.114 lot 7745103 is synthes USA hq, inc. Thus, DHR review for unsterile part should be performed at the us site. / lm 17. Dec.2014. Lot 7745103 - manufacturing location: (B)(4) - manufacturing date: 07/18/2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.